Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of the system involved in the reported event; other applicable components are: product ID: 3387, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ben-haim, s., flatow, v., cheung, t., cho, c., tagliati, m., alterman, r.l. Deep brain stimulation for status dystonicus: a case series and review of the literature. Stereotactic and functional neurosurgery. 2016. 94(4):207-215. Doi: 10.1159/000446191 summary: we present our experience with pallidal deep brain stimulation (dbs) in 5 dyt1-positive patients with status dystonicus (sd) and provide a review of the literature to examine optimal management. Reported events: one (B)(6) patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) implant for treatment of dystonia presented to the emergency room in dystonic crisis with symptoms on the left side more so than on the right one month after leads were placed. Imaging revealed suboptimal positioning of the recently replaced right gpi lead. On hospital day 4, she underwent stereotactic implantation of a new right gpi lead. Over the course of the following two days, her i.v. Medications were reduced. She was discharged home on postoperative day 3 on her preoperative medication regiment, with her dystonia improved from baseline. One year after surgery, her burke-fahn-marsden dystonia rating scale (bfmdrs) motor and disability scores had improved by only 4 and 20% from her pre-dystonic crisis baseline, respectively. Her outcome was noted to only to have improved to baseline. The authors reported that the patients were implanted with either a 7426 soletra, 37602/37603 activa sc, or 37612 activa rc neurostimulators, and model 3387 leads. It was not possible to ascertain any additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.